Manufacturer narrative:
Manufacturer ref no.:(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. System error 105 was confirmed and caused by loose motor mount screws. The failed motor assembly and screws were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.